Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was charging the pump when a malfunction alarm occurred. The customer's blood glucose level was impacted, however the exact value was not provided. The customer took a manual injection to stabilize blood glucose level. It was indicated that the customer would check for ketones and call tandem technical support. Multiple attempts were made to contact the customer that were unsuccessful. It was indicated that the customer would use manual injections as alternate insulin therapy.